Event description:
User received a discrepant glucose result for one pt sample. The initial result was 166 mg per dl, repeat was 80 mg per dl twice. The erroneous result was not reported.

Manufacturer narrative:
The field service rep determined there was an intermittent probe problem and replaced both probes. The customer calibrated as needed and ran controls with results all in range.